Event description:
It was reported that the patient presented for a follow-up in clinic. It was reported that the implantable cardiac monitor exhibited under-sensing which resulted in false bradycardia episodes. Programming changes were made. The patient was stable.